Event description:
The patient experienced an under dose with increased baseline pain and leg pains. The expected volume of medication (5 ml) was aspirated during refill however, bubbles were seen. During the last two refill procedures, the last 10 ml of the reservoir could not be filled. The tubing is reported as patent; the needle is reported as patent. The outcome of the patient is reported as no injury.

Manufacturer narrative:
(B) (4).